Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The evaluation of the device confirmed the followings; signs of fluid invasion were noted inside the charge coupled device (ccd) and at the connector between the cable and the ccd unit were noted. Omsc guessed that the reported event was caused by the defect of the ccd unit by the humidity. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During an inspection of the subject device before an unspecified procedure, endoscopic image disappeared and the visual field were suddenly lost. There was no report of patient injury associated with this event.